Manufacturer narrative:
UDI for gore® tag® conformable thoracic stent graft with active control system tge454520/12613225: (B)(4). According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: endoleaks. Please note: this medwatch report is associated with MFR report# 2017233-2019-00254 (same patient).

Event description:
The following information was received by gore: on (B)(6) 2015, this patient underwent endovascular treatment for a type b uncomplicated aortic dissection and was treated with a conformable gore® tag® thoracic endoprosthesis tge454520. Pre-treatment, the lesion diameter measured 63 mm. The patient had reportedly undergone previous endovascular repair of both abdominal and descending thoracic aortic aneurysms. On (B)(6) 2018, follow-up angiography imaging showed a type iii endoleak between the initially implanted tge454520 component and the additional tge454515 component implanted on (B)(6) 2015. The reason for the endoleak is believed to be an insufficient overlap between the two thoracic endoprostheses probably due to a slight movement of the endoprostheses during the course of the disease. There appears to be no space between the two gore® tag® thoracic endoprostheses. There are currently no known reported sequelae to the patient.